Manufacturer narrative:
Follow-up # 1 date of submission 01/29/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/28/2015 with the following findings: a review of the pump¿s black box history showed that power reboots occurred following cs 128 replace battery alarms. Visual inspection revealed that the battery compartment was cracked below the bumper pad. The returned battery and cartridge caps were used to complete all testing. No power interruptions, errors, alarms, or warnings occurred during investigation. The pump case was removed and no intermittent condition was found to the power circuit. Unrelated to the complaint, evaluation revealed that the display was dim and faded. Also unrelated to the complaint, evaluation revealed that a cold solder connection was observed at a pin in the continuous glucose module (cgm).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The distributor alleged that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.